Event description:
Related manufacturer reference number: 2017865-2025-14022. It was noted that the pacemaker was found in backup mode. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited low pacing impedance and failure to capture. The patient experienced slow heart rate around 45 bpm and sepsis. The pacemaker was explanted and replaced. The ra lead was still implanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of device in backup mode, low impedance, and unable to capture were confirmed. Device was received at end of service (eos) level consistent with power on reset (por) triggered on event date which is normal, and consistent with low impedance, and inability to capture reported by the field. Review of the field provided device image found several register arguments with data pointing to an integrated circuit anomaly consistent with the device triggering backup condition. Results from cyber security evaluation found no anomaly. Further analysis including monitoring the device for several days with load did not find any anomaly. Longevity assessment was performed, based on field setting, and the device exceeded projected longevity indicating normal battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.